Event description:
It was reported that the lead was explanted and replaced due to dislodgement. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.